Event description:
It was reported during a procedure, the patient received two inappropriate shocks due to magnet placement. Magnet response alert was noted on the fastpath summary indicating that the physician did attempt to place a magnet on the ICD, but it may have been positioned incorrectly or that the magnet moved during surgery. Technical service recommended a correct magnet placement for future procedures. There were no consequences to the patient.